Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that the adc freestyle libre sensor detached from the adhesive on the same day of application. Customer stated that "he could not feel hypo or hyper" and was unable to self-treat. Customer's wife treated him with sweet drink. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor detached from the adhesive on the same day of application. Customer stated that "he could not feel hypo or hyper" and was unable to self-treat. Customer's wife treated him with sweet drink. No further treatment was reported. There was no report of death or permanent injury associated with this event.